Event description:
Healthcare professional reported patient was injected with three syringes of skinvive¿ by juvéderm® into the cheeks, two syringes of juvéderm voluma® xc into the cheeks, and two syringes of juvéderm volux¿ xc into the jawline. The patient initially reported pain, skin discoloration, and feeling "worried". A few weeks later, they developed "swelling and bumps at the injections sites". Patient has been treated with steroids, antibiotics, and hylenex, but the patient later developed an infections with pus pockets on their face. About seven weeks after the injections, the patient was hospitalized and treated with IV antibiotics. They states that their doctor and pa tried to dissolve the filler 6-7 times, but their face remained infected with green pus pockets. A CT scan and bloodwork confirmed the presence of an infection and multiple abscesses. Despite having lumps drained (I&d) several times, they continued to refill with pus. The patient also mentioned a possible autoimmune disease, though it has not been confirmed. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4)). This emdr is being submitted for the suspect product, skinvive by juvederm xc .

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6.

Event description:
Additionally, the patient later reported that the injector overfilled their face and was not wiped down properly. Patient stated that experiencing permanent scarring, and their face keeps filling up with puss and has to have it drained. Healthcare professional later reported the patient still has unresolved "immune-mediated sterile abscesses in the cheeks requiring drainage and immunosuppression with cyclosporine" and is reporting via social media that they were "overfilled" and have "an infection". Healthcare professional noted cultures of the abscess have not yielded any organisms.

Event description:
Healthcare professional (hcp) reported that a patient was injected with skinvive¿ by juvéderm® in the cheek area. After the injection, patient developed hard, visible, and painful nodules. Hcp attempted to dissolve the nodules using hylenex. The patient expressed concerns about the ongoing pain, the possibility of vascular occlusion and reported experiencing discoloration. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.